Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Technical assistance customer support engineer provided troubleshooting guidelines to the user (inspect the one touch scope connection on the clv-190 and look for any physical damage or loose connection between the cables and reseat the cables. This includes cleaning the electrical contacts of the endoscope connector). To date, there was no response from the user if the issue was resolved. There was no other issue reported. It is likely that the issue was resolved with the troubleshooting provided. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited an error message, displayed error e216. According to the reporter they received the error message both on their towers and with every scope they use. It is not reported if the issue occurred during preparation for use or during a procedure. There was no patient involvement on this report.